Event description:
A venous air alarm occurred at the start of a routine hemodialysis treatment that could not be resolved by the operator. Treatment was discontinued without performing rinseback due to the amount of time elapsed, resulting in an estimated blood loss of 190cc. The pt's hgb decreased form 10.9 g/dl on (B)(6) 2011 to 10.5 g/dl on (B)(6) 2011. Epogen was increased by 25% per facility protocol. No other medical intervention was required.

Manufacturer narrative:
The blood loss event is attributed to the operator not performing rinseback due to possible clotting. The user's guide contains adequate information regarding probable causes of alarms and alarm recovery instructions. The nxstage system one cycler is not available for evaluation at the time of this report. A follow up report will be submitted if applicable. Nxstage medical considers this report closed. No additional information will be provided.